Event description:
As reported by the user facility. Reports pt had catheter place for 24 to 48 hours, was getting out of bed, pulled on tubing dislodging IV catheter. The hub of the catheter was attached to the tubing, but the catheter sheared off and could not be found. X-rays were done on pt and catheter was not found. Pt remained asymptomatic and no further treatment was needed. Additional info provided by the facility indicated that the pt has not reported any adverse sequela associated with the incident. The catheter could not be located on x-ray due to the nature of this incident the facility is uncertain if the catheter remains in the pt.

Manufacturer narrative:
A partial sample consisting of the catheter hub was returned to the MFR to be evaluated. The catheter was not returned. The internal stainless steel funnel used to lock to the catheter into the hub could clearly be seen and was intact. No portion of the catheter remained inside the hub. Twenty five unused sample currently in b. Braun's inventory of the reported lot number were tested for integrity of the cannula needle to hub joint by pull testing. All samples exceeded the minimum separation force specification. The sample and all available info has been provided to the actual MFR, b. Braun medical industries.